Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During preparation of the catheter, the guidewire lumen was flushed as normal, and the merit rosen guide wire was advanced into the catheter with no issues. After ablating the left superior pulmonary vein, the physician noted that the guidewire was not moving freely and felt caught in the handle. The physician took the catheter out and removed the guidewire as normal but made a strange noise as if it was being caught in the catheter handle. Then the physician tried to flush the guidewire lumen, but the saline did not flush through. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was deemed contaminated.